Manufacturer narrative:
Indication for the initial evaluation is unknown. The target lesion was calcified and some resistance was noted during advancement of the sds to the target lesion. Per the instructions for use (IFU) should unusual resistance be noted prior to stent deployment, the entire system should be removed as a single unit. In addition, the target lesion was not pre-dilated as recommended in the IFU. Although the stent delivery system was returned for evaluation, the analysis was unable to provide any indication as to what might have caused the event. An investigation into this and two similar cases at this site has currently not revealed any evidence to suggest that the event is manufacturing related. Based on the available clinical information, it appears that vessel and procedural factors may have contributed to this event. Upon inspection of the returned product, the customer's complaint of stent dislodgement was confirmed. The stent was not inserted on the balloon. Light optical evaluation of the balloon revealed ample evidence of stent impressions, with traces of dried blood, in the outer surface of the balloon, indicative of proper stent crimping and bumping during manufacture. The balloon appeared partially expanded on proximal and distal ends. A bend-type kink condition was noted in the sds shaft. A DHR review was preformed and showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan). Additionally, balloon functional testing results confirmed product fulfilled product functional specifications. The exact root cause of this complaint could not conclusively be determined.

Event description:
During a coronary stenting procedure to the mid-lad the cypher stent dislodged. The lesion was a calcified, non-tortuous, mid-lad lesion. The lesion was not predilated. The device was prepped according to IFU and no negative prep was performed outside the patient. The device was inspected prior to entering the patient and no anomalies were noted. There was some resistance noted while advancing the stent across the lesion. The stent was deployed to 16 atm without incident. Per the scrub tech, the physician mentioned that he felt "stuck" as he was trying to withdraw the stent. When the physician withdrew the sds and checked the lesion under fluuro, there was no stent visible in the lesion. The physician and tech checked the balloon/sds, but there was no stent. They removed the wire and guider as a unit and flushed the guider, but did not find the stent. They then used a scalpel to dissect the catheter; however, no stent was found. The physician conducted fluoroscopy of the entire patient, but no stent could be visualized. After that they noted that the stent was dislodged in the lad. The physician used a small balloon to crush the stent up against the lad wall. There is no related patient injury. It is unknown how the lesion was ultimately treated. Upon discussion with the account no additional information regarding the patient or procedural details will be forthcoming. In summary, following deployment of a 2.5 x 18mm cypher stent to treat a lesion in the mid left anterior descending artery (lad), the account reported a withdrawal difficulty of the stent delivery system (stds) and fluoroscopy revealed that the stent had dislodged or migrated from the target site. A small balloon was used to crush the stent against the wall of the lad. It is unclear if further intervention was required.